Manufacturer narrative:
Please disregard this MDR as it was submitted in error. The correct suspect has been captured under manufacturing report number 2016493-2021-26258. Device was not returned to manufacturing facility.

Event description:
It was reported that there was a patient incident involving a pca and an etco2 module . It was reported there was a possible patient injury. Although requested, further information not provided.

Manufacturer narrative:
The reported event was not confirmed through review of the pcu event log. The event was unspecified, and details were not provided, therefore a determination on whether an ¿incident¿ took place could not be made. Review of the pcu event log summarized the last infusion for pca module s/n (B)(4) and the etco2 module s/n (B)(4), however without any details on what the user perceived as an incident, a conclusion could not be made. A review of the etco2 error log found no errors during the time of the reported event. The error logs for the pcu and the pca were not received for investigation. The devices were being used for treatment the devices were not returned for investigation. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that there was a patient incident involving a pca and an etco2 module . It was reported there was a possible patient injury. Although requested, further information not provided.